Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.

Event description:
It was reported that the patient was taken to the hospital and diagnosed with diabetic ketoacidosis. She was treated with an IV of insulin. The patient stated that while at the hospital she removed the infusion set and found the cannula was bent. The infusion set was requested to be returned for product evaluation.